Event description:
Reporter says that his wife used solution and sought dr's treatment for increased sensitivity to light, tearing and protein build up on her lens. Doctor noticed bump on eyelids and felt that symptoms were due to allergy rather than solution. Patient stopped wearing contacts, not because of symptoms, but because of upcoming for lasik surgery for eye correction, husband states there's been no charge in wife's symptoms, despite treatment.